Event description:
In 2005 - a dental implant was placed in tooth location #19. Subsequently the pt was experiencing discomfort and pain. Two weeks later - the implant was removed from the pt's mouth. 3 months later - the clinician was contacted. He stated the implant was removed because of pain. No infection or problem was noted at the implant site area. After the implant was removed from the pt, he no longer complained of pain. The pt did not return for post-operative follow-up.